Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was missing ¿red and orange lines¿. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was reported that the issue was resolved. Customer continued to use the pump for insulin therapy.